Manufacturer narrative:
Philips service replaced the fuse, tested the system functionality, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system booting problem occurred due to fuse failure in the power cabinet on an allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.